Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had foreign material in the nozzle. The issue was found during a repair. There were no reports of patient harm.